Manufacturer narrative:
Returned device was received in decent physical condition with a right plunger case and something rattling inside. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. The plunger head was pressed against the pump during startup causing flippers to rest on the ear clip. The main board was replaced as well as the plunger cases. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a syringe plunger sensor error. There were no reported adverse events.